Event description:
Reference number (B)(4). Event occured in france it was reported that the patient experienced an infusion set leakage event on (B)(6) 2025 the leakage occurred at connection with catheter/reservoir. No further information available .

Manufacturer narrative:
E1: patient city: (B)(6) patient country: france since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.